Event description:
It was reported that the patient was not able to adjust stimulation. The patient saw a power-on-reset (por) condition. The por was noticed today. The patient had a cardioversion done yesterday. The patient reportedly turned off the device before the procedure.

Manufacturer narrative:
Product ID 3093-33, lot# v877362, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).